Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient felt some pain where the leads were inserted, and 3 days later, they were sore where the leads were. On (B)(6) 2019 the patient stated that they were having problems with their bowel movements and they were also suspecting that they might have a urinary tract infection. It was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.